Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure. The reported event of loss of capture was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to a device upgrade procedure, loss of capture was observed on the right ventricular lead. The lead was explanted and replaced during the procedure to resolve the event and the patient was in stable condition.